Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that c.r.e. Balloon dilatation catheter device was used during a gastroscopy and esophageal balloon dilatation procedure performed on (B)(6), 2010. According to the complainant, during the procedure, post dilatation upon removal of the device from the patient; the balloon would not fit through the end of the scope. The physician explained that he could see something hard at the end of the balloon making it thicker than usual, which resulted in his difficulty withdrawing the device from the patient. The device and the scope were removed together from the patient. The physician cut the balloon off of the device and removed the catheter from the scope. It was confirmed that the distal tip of the device was deformed and a "flange of hard plastic" was noticed. There were no patient complications as a result of this event; the procedure was successfully completed with this device. The patient was reported to be okay at the conclusion of this procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that c.r.e. Balloon dilatation catheter device was used during a gastroscopy and esophageal balloon dilatation procedure performed on (B)(6), 2010. According to the complainant, during the procedure, post dilatation upon removal of the device from the patient; the balloon would not fit through the end of the scope. The physician explained that he could see something hard at the end of the balloon making it thicker than usual, which resulted in his difficulty withdrawing the device from the patient. The device and the scope were removed together from the patient. The physician cut the balloon off of the device and removed the catheter from the scope. It was confirmed that the distal tip of the device was deformed and a "flange of hard plastic" was noticed. There were no patient complications as a result of this event; the procedure was successfully completed with this device. The patient was reported to be okay at the conclusion of this procedure.